Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with t-wave over-sensing on their implantable cardioverter defibrillator. Programming changes were recommended to a healthcare provider. Patient condition after the event was not reported.

Event description:
New information received noted that the post-paced t-wave over-sensing issue reoccurred on (B)(6) 2022. Patient had no consequences and will continue to be monitored.